Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their therapy stopped due to a power on reset (por) error code that was seen on their patient programmer (pp) and the implantable neurostimulator recharger (insr) on the day of the report. It was unknown what the patient was doing when the por error message was seen and the por was noted to not be related to an overdischarge event. The patient stated that she worked in a hospital and the medical test or emi environmental exposure could be related to the por. Trough troubleshooting, the por was successfully cleared and the patient was receiving adequate therapy. Lastly, the patient had pain in their right leg and right foot and this was considered to be a sudden change. Follow-up? The indication for use for the implanted device was noted as failed back surgery syndrome and spinal pain.